Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. It was noted that the ICD system had been previously been disabled by another physician for a unknown reason. Lead revision is planned.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. External insulation abrasion was noted at 14.0-14.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 15.8-16.0cm and 26.4-27.4cm from the distal tip. The etfe coating was intact at these locations.